Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative via the healthcare professional (hcp) reported that it is unknown when the over discharge/telemetry failure occurred. It was stated that the patient had not been recharging for several months, but could not provide an exact date. The patient indicated to the physician it may have been anywhere between 3-5 months since the last recharge, with the last successful interrogation on (B)(6). The cause of the issue was confirmed to be due to patient non-compliance, with the patient confirmed to be able to leave the clinic with the battery recharged. However, the implant remained off as they were advised to schedule an appointment with the neurosurgeon to determine next steps with the deep brain stimulation therapy. The possible next steps were listed as a possible system explant, or to leave stimulation off for a period of time and assess seizures with the vagus nerve stimulator therapy. The patient was reminded to continue to recharge the implant even though stimulation was programmed to off, with the system remaining implanted. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that a clinician supporting the (B)(6) clinical study attempted to communicate with an ins and was unable to establish communication. No telemetry was reported. This was a suspected overdischarge. The patient received an ins from a vagus nerve stimulator from cyberonics, and the caller requested information about charging with other stimulator. It was unknown if the patient was instructed by their physician to stop using medtronic therapy after the vagus nerve stimulator was implanted. No patient symptoms or further complications were reported as a result of this event.